Event description:
It was reported that during a stenting treatment procedure stent damage occurred.a 2.50x24mm taxus liberte stent delivery system was being used during a percutaneous transluminal coronary angioplasty in an uspecified lesion location. It was reported that the "stent struts were taken off from the shaft."additional information has been requested and is not availble.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found no issues with the device. No kinks or damage were noticed along the shaft of the device. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is not confirmed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. A 2.50x24mm taxus liberte stent delivery system was being used during a percutaneous transluminal coronary angioplasty in an unspecified lesion location. It was reported that the "stent struts were taken off from the shaft." Additional information has been requested and is not available.